Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that at the time to use the angio-seal device, the neuroradiologist noticed that there was no anchor or collagen on the device. They were missing. Another angio-seal with the same lot number was used. There was no consequence because the physician found this incident before the device was used on the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. No accessory components were returned with the carrier tube assembly. The carrier tube assembly was then subjected to visual analysis where no blood like substance was observed. The bypass tube was found covering the anchor. The collagen appeared swollen to a point where the manufacturing slit had been enlarged. To check the anchor and collagen for any anomalies the bypass tube was removed. No anomalies were found with either the anchor or the collagen. The complaint could not be confirmed for missing collagen or anchor. Both components were present beneath the bypass tube. No visual anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.